Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The device was retained by heartsine.

Event description:
The customer contacted heartsine to report a discrepancy during the post event review of the electronic data from their device. The customer reported the following: "after our physician reviewed the event and the ECG, it is their recommendation that the AED did not appear to deliver the appropriate shock and may be defective." The patient involved in the reported event did not survive.

Event description:
The customer contacted heartsine to report a discrepancy during the post event review of the electronic data from their device. The customer reported the following: "after our physician reviewed the event and the ECG, it is their recommendation that the AED did not appear to deliver the appropriate shock and may be defective." The patient involved in the reported event did not survive.

Manufacturer narrative:
The customer provided heartsine with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.